Event description:
A (B)(6) pt of mine has an adverse reaction to an enuresis alarm which was prescribed by me to her parents. The parents have said that the alarm got hot at night under normal use and the batteries inside the alarm leaked onto the child's body burning her. The girl was treated in urgent care for minor burns and later discharged. The child still has blisters from the burn. She is recovering but the red patches are not showing much improvement after nearly a week. Parents have returned the enuresis alarm back to the point of purchase ((B)(6))